Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was noted to be previously repaired in august 2022. Although a definitive root cause of the defect could not be identified, it was determined that the defect was likely caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors, or handling or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In a follow up communication with the customer, it was conveyed that the issue reported was found during device inspection. The device was replaced with another scope and the intended procedure (unspecified procedure) was completed. No further information provided. The subject device was received and evaluated . Device evaluation found the reported issue of " images are not displayed" was not confirmed, however, inspection found the light guide (lg) connector, video connector case were dirty. Video connector found with a crack. Adhesive on a-rubber (adhesive connection) has wear. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to deformation of bending tube, angulation lever does not move smoothly (deformity of the bending tube). Additionally, the following defects were identified during device inspection: a-rubber (insertion section) has a scratch. Forceps elevator fe lever(sp) has a scratch. Light guide cover/connector has a scratch. Universal cord has a scratch. Right/left lever and right/left plate has a scratch. Angulation lever has a scratch. Switch 1 has a scratch. Control unit has a scratch. Up/down plate found dirty. Grip dirty. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "images are not displayed ". No harm was reported. No patient harm, no user injury reported .